Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use the 3.25x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and the bdc was prepped (air aspiration) outside the anatomy. The procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with heavy calcification and mild tortuosity. The bdc was advanced with resistance noted, to the target lesion. The balloon was inflated; however, a rupture occurred at 2 atmospheres (atm) during the first inflation after 2 seconds. The bdc was removed from the anatomy without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.